Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a shaft kink occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was advanced to the target lesion and during delivery, the shaft got kinked. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event. However, device analysis was completed and revealed a break in the hypotube. Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 203mm distal to the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.